Manufacturer narrative:
The insulin pump alarm had compromised force sensor system error alarm during the basic occlusion test due to loose protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system error alarm. Device had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed compromised force sensor error alarm. Drive support cap was loose. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.